Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer stated that the piston rod did not work properly. The customer's blood glucose was unknown. The customer stated that due tot the nature of their work, the insulin pump gets bumped and at times it comes off the customer's belt and swings on their legs, but never hits the floor. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.